Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2021-01452. It was reported the patient was experiencing ineffective therapy due to both of the patient's leads migrating and wrapping around the ipg. The issue was confirmed via x-ray. As a result, the patient underwent surgical intervention during which the system was explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.